Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven devices were received for evaluation; 10 events were confirmed during testing. Nine devices were found to be affected by corrosion. One device was found to have worn and corroded components. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events, in which the device overheated. Six reported events had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact. One reported event had patient involvement that resulted in a first degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events, in which the device overheated. Six reported events had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact. 1one reported event had patient involvement that resulted in a first degree burn.